Event description:
The pt reported that his blood glucose reading was 398 mg/dl and he was feeling irritable. The pt reported that he administered a bolus to reduce his elevated blood glucose values. The pt stated that his blood glucose only dropped to 298 mg/dl. At that point, the pt examined his infusion set tubing and noticed that it had separated. The pt changed his infusion set and now feels that his blood glucose values will reduce. Upon f/u with the pt, his blood glucose had returned to normal. The pt did not require medical assistance from the healthcare professional or second party to address the issue. The prod was requested to be returned for eval.